Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# v462933, implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
The consumer reported a urinary tract infection (uti) the week prior to report for which she was put on antibiotics. She had another one the week of the report. The patient was urinating a lot after she had her uti. The patient did not mention the use of intravenous therapy (IV) thus; it was assumed she got oral antibiotics. The patient was indicated for gastrointestinal/ pelvic floor. No further information was provided. If additional information is received, a follow up report will be sent.